Manufacturer narrative:
Initial and final MDR 1926617- MDR 3003442380-2024-17821- device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-jun-2024, patient complained about five infusion sets fell off during use. Patient blood glucose at the time of issue was 70-180 mg/dl. Infusion sets were in use for 8 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.